Event description:
Fractured the femur 1 yr ago. Or repaired. Started c/o pain 6/19/96 in rt hip and thigh. X-ray shows fracture through plate third hole below lag screw. 6/24 to or for hardware exchange and bone grafting.